Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the implanting clinician used excessive force during the implant procedure which caused the neurostimulator to fracture. The stimulator is used to treat pain. The cause of the fractured neurostimulator is due to severe force or bending during implantation (user error-clinician).

Event description:
The commercial team member reported the neurostimulator fractured during the implant procedure due to excessive force. A new kit was opened and used to successfully complete the implant procedure.